Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 had battery failure alarm. The device indicates that the battery requires maintenance. No harm or injury to the patient was reported.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusions), h11 corrected fields: e1(event site address). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the batteries and the safety disk were expired. The fse replaced the batteries and the safety disk. Calibration and adjustments were carried out. Functional and safety tests were performed successfully.

Event description:
It was reported that cs300 had battery failure alarm. The device indicates that the battery requires maintenance. No patient involved.